Event description:
The customer reported via phone call that he was hospitalize due to high blood glucose and diabetic ketoacidosis. Customer's blood glucose was 400 mg/dl. The customer reported the following symptoms are nausea, vomiting, abdominal pain , chest pain, kidney and liver is failing. The customer was admitted to the hospital and treated. The customer will call back to give more information at later date.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.